Manufacturer narrative:
Device evaluation: the customer's information can be confirmed. When examining the nir-icg function (indocyanine green fluorescence staining) on an icg test card, a slight deviation in the icg imaging was observed. The icg imaging is slightly blurred and rather indistinct at the edges. Without the use of the nir-icg function, the image is sharp but shows some blurring at the edges. During further examination, we detected that the scope had been tampered with (unauthorised repair centre). The marking on the ocular bridge is off-centre and the optical sheath has a laser-welded repair. The serial number applied also does not meet the karl storz specifications and was probably applied by laser by the unauthorised repair centre. The image impairment described by the customer is not due to a production defect but is due to the unauthorised third-party repair. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on october 14,2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was reported as not giving clear image whilst using icg. No harm to patient.